Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt was unable to increase his stimulation with the programmer. The sjm representative met with the pt and was able to reprogram the pt's system. The pt's lead had one invalid contact. Follow up identified the pt was satisfied, and received effective coverage with reprogramming.